Manufacturer narrative:
Manufacturing site: (B)(4). The conquest pro 12 guide wire was returned for evaluation. The returned guide wire had its spring coil unraveled and detached proximal to the mid solder set at 15mm from the guide wire tip for the purpose of fixing the inner coil wire onto the core wire. The core wire under the unraveled spring coil was exposed and found intact. The fracture end of the spring coil showed characteristic of fracture by torsion that was generated when the spring coil became loose. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion applied on the conquest pro 12 had most likely accumulated at the mid solder where the coils were fixed on the core wire when the wire tip was being caught and restricted its movement by the cto lesion. Consequently, the coil wire became unraveled and eventually fractured. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a heavily calcified chronic total occlusion (cto) lesion in the proximal left anterior descending artery (lad). When attempts were made to cross the lesion with an asahi conquest pro 12 guide wire, the radiopaque part of the guide wire looked detached. After removing the guide wire from anatomy, the spring coil was found fractured. No additional treatment was taken for this event. A new guide wire was used to resume the procedure and the procedure was successfully completed with stent deployment. There were no adverse patient effects associated with this event. The patient was reportedly fine after the procedure.